Manufacturer narrative:
On march 23, 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with 375cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade IV). The diagnosis was confirmed by MRI upon examination. As a result, the patient underwent bilateral explantation on 1/6/2020 and replaced with like devices (catalog number 3503751bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.